Event description:
During an incident on 05/06/06 involving male patient sick with a high fever and history of vtach when he has a high fever, this defibrillatord was set up to verify if the patient had svt (super v tach, rate of 180) and it only displayed "check electrodes". The patient was alert and talking with the ambulance crew. His care was at no time compromised. He was transported to the hospital. At the station, the crew tested the defibrillator with a crew member and agian it displayed "check electrodes". When first contacting laerdal, the customer stated that when the unit is turned on, it reads flat line and will not shock at all. Also, it no longer prints.